Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records and x-ray images have been received. The investigation is inconclusive for detachment of device or device component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment of device or device component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 58 years of age, the gender is female; however, the patients weight was not provided.

Manufacturer narrative:
For the reported event, the device was not returned to bd. An x-ray image was provided and is currently underway review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment of device or device component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female; however, the patients weight was not provided.